Manufacturer narrative:
(B)(4).

Event description:
It was reported a pump flip was confirmed. Imaging was performed. It was stated hcp may try to flip it back over. There were no known pump implant technique issues. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.